Manufacturer narrative:
(B)(4). Batch # n90d5p. The device was received with the electrode tip detached and not returned. Further functional test could be performed due to condition of the device. No conclusion could be drawn as to how the electrode tip got detached. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy, the electrode at the tip of the device was detached off. The broken tip was retrieved and no pieces remained in the body. Another device was used to complete the case. There were no adverse consequences to the patient.